Manufacturer narrative:
(B)(4)

Event description:
A report has been received of a suspected allergic/hypersensitivity reaction to the optiflux dialyzer. It has been reported that during the dialysis treatment, the patient had nausea and vomiting along with seizure activity. She then experienced a loss of consciousness. The patient was transported to the ER for evaluation. A call was placed to the facility in order to obtain additional detail of the event. It was verbally reported that this is a fairly new patient to dialysis. The clinic reported she was a new patient to them and they were unable to determine an accurate dry weight. It was documented that the dialysis treatment had started at 0940 without difficulty when at 1010 the patient reported nausea then had a seizure. Reportedly, the patient regained consciousness. It was verbally reported that the patient was sent to the ER, however, the documentation provided by the facility stated that the patient was discharged to the nursing home. Of note, is that this patient had previously dialyzed uneventfully with this same dialyzer when hospitalized.